Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was admitted in the intensive care unit due to high and low blood glucose. Troubleshooting was performed. It was stated that the cannula was removed and it was bent. The caller stated that the customer received a no delivery one hour after her breakfast bolus. Two days later, the customer went back to the hospital due to diabetes ketoacidosis, and her blood glucose was treated with an insulin drip. It was stated that the customer does not feel comfortable and requested the device be replaced. No further information was provided.